Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: na. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent an unknown breast surgery with unknown mentor silicone breast implants has experienced left-sided rupture postoperative. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
Additional information received on february 28, 2022 indicated that the suspect device identity revealed as cat#: 3504501bc, sn#: (B)(6). The patient scheduled for removal on (B)(6)2022. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On march 28, 2022 mentor became aware that this complaint has been identified as a duplicate of (B)(4) which was not reported . There are information that are transferred from the duplicate pc to this pc as follow: date of event updated from unk to (B)(6) 2022. Procedure updated from breast surgery to breast augmentation primary. Patient dob and age at the time of event added. Doi updated from (B)(6) 2016 to (B)(6) 2016. Additional information received on april 1, 2022, indicated in the post operative report it that both implants were intact, and patient experiencing pain in the left side, therefore left side, pc "breast pain" code added. Pec- silent rupture (post-implant) was replaced with adverse event per operative report. As a result, patient underwent bilateral replacements and bilateral capsulorrhaphy. Replacements: r) 350-5504bc/ 9664935-017 l) 350-5504bc/ 9661217-055 manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation completed on april 27 , 2022: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the sm mpp gel 450cc returned device. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with a variety of factors. Surgeons should instruct their patients to inform them if there is significant pain or if pain persists. Pain is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).